Manufacturer narrative:
Batch record review: lot file a122 review shows no non-conformances with this lot at the time of the event. No issues were noted during integrity testing. This lot met all release requirements. (B)(4) complaint database review. A review of complaints received for lot a122 was performed. There were 2 additional complaints reported for pressure dome leaks to date for this lot. No trends detected. The assessment is based on info available to at the time of the investigation. No product was returned by the customer for investigation, therefore the root cause could not be determined based solely on the info provided by the customer.

Event description:
The customer reported that a pressure dome leak was observed on the pt return line during a treatment procedure. There will be no return for an investigation. Therakos hotline advised the customer to clean and disinfect the pressure transducers.